Event description:
It was reported that this electrode exhibited noise. Technical services (ts) recommended evaluation in the office as the noise resulting in an untreated event. Ts noted this looked like possible fracture noise. Additional information was received that this patient had a clinic evaluation the following day in which there was no further information. This patient will continue to be monitored. This electrode remains in service. No adverse patient effects were reported. Additional information was received that a system impedance measurement of greater than 400 ohms was observed. Ts reviewed noting the smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had disabled four times in the past few years, due to low and slow morphology in primary vector. This patient then presented to the clinic where the field representative captured all sensing vectors and they all appear small in morphology. Secondary vector was the best option. Ts recommended x ray imaging to evaluate system position as there was a concern of possible twiddlers syndrome as this patient has a previous history of that. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from 08/02/2023 to 08/20/2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to bsc aware date from 08/02/2023 to 08/20/2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise. Technical services (ts) recommended evaluation in the office as the noise resulting in an untreated event. Ts noted this looked like possible fracture noise. Additional information was received that this patient had a clinic evaluation the following day in which there was no further information. This patient will continue to be monitored. This electrode remains in service. No adverse patient effects were reported. Additional information was received that a system impedance measurement of greater than 400 ohms was observed. Ts reviewed noting the smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had disabled four times in the past few years, due to low and slow morphology in primary vector. This patient then presented to the clinic where the field representative captured all sensing vectors and they all appear small in morphology. Secondary vector was the best option. Ts recommended x ray imaging to evaluate system position as there was a concern of possible twiddlers syndrome as this patient has a previous history of that. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was beeping with system impedance still greater than 400 ohms. Ts discussed the possibility of electrode under insertion. X ray imaging was performed which revealed some possible system migration. The clinic is providing this patient with a lifevest and considering upgrading to a transvenous system. This s-ICD system therapy has been turned off in the mean time. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise. Technical services (ts) recommended evaluation in the office as the noise resulting in an untreated event. Ts noted this looked like possible fracture noise. Additional information was received that this patient had a clinic evaluation the following day in which there was no further information. This patient will continue to be monitored. This electrode remains in service. No adverse patient effects were reported. Additional information was received that a system impedance measurement of greater than 400 ohms was observed. Ts reviewed noting the smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had disabled four times in the past few years, due to low and slow morphology in primary vector. This patient then presented to the clinic where the field representative captured all sensing vectors and they all appear small in morphology. Secondary vector was the best option. Ts recommended x ray imaging to evaluate system position as there was a concern of possible twiddlers syndrome as this patient has a previous history of that. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.